Manufacturer narrative:
Most recent follow-up information incorporated above includes: on 6-dec-2016: report from lawyer (new reporter), date of implantation changed from (B)(6) 2011, she had a hysterectomy for removal, new events included pain, cramps, tremors, loss of speech (in connection with loss of teeth), headaches. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and her body became covered in rashes and she had heavy bleeding. She underwent a hysterectomy approximately 4 years after essure insertion. Upon receipt further information for lawyer this case is under litigation. Both events were considered serious due to medical significance and anticipated in the reference safety information for essure. Patients who are allergic to nickel may have an allergic reaction to the device. In addition, some patients may develop an allergy to nickel if this device is implanted. Typical allergy symptoms reported include rash, pruritus, and hives. In the present case, limited information was provided. It was not reported whether the consumer had a history of metal allergy. However, since the rash resolved after hysterectomy and in the lack of an alternative explanation, causality with essure cannot be excluded. Regarding, heavy bleeding, since after essure insertion abnormal genital bleeding and menses pattern changes may occur, this event was considered related to the device. Non-serious events were also reported. This case was regarded as incident since a hysterectomy to remove essure was required. Product technical analysis was performed with neither batch number nor complaint sample. According to results there is no relationship between the reported medical event(s) and quality defect. Further information will be obtained through the litigation process.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1148, awareness date 06-oct-2015 ). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2011. Consumer reported that within the first 4 days after essure procedure she had horrible stabbing pains. Her doctor told her it had nothing to do with essure. For the four years she had essure, she experienced mind fog so bad that she could no longer have conversations, her teeth fell out, her body became covered in rashes, she lost movement in her joints from head to toe, she became constantly bloated to the point she looked 9 months pregnant, she had a metal taste in her mouth to where she could no longer eat food in a regular basis and when she could eat she could not keep anything down. She experienced such bad fatigue that there were times she would stay in bed for weeks. On (B)(6) 2015 she had a hysterectomy performed, her ovaries were not removed, and all her symptoms went away. Result and assessment of the product technical complaint investigation received on 21-oct-2015: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and her body became covered in rashes. She underwent a hysterectomy approximately 4 years after essure insertion. This event was considered serious due to medical significance and is listed in the reference safety information for essure. Patients who are allergic to nickel may have an allergic reaction to the device. In addition, some patients may develop an allergy to nickel if this device is implanted. Typical allergy symptoms reported include rash, pruritus, and hives. In the present case, limited information was provided. It was not reported whether the consumer had a history of metal allergy. However, since the rash resolved after hysterectomy and in the lack of an alternative explanation, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident due to required intervention (hysterectomy). Product technical analysis was performed with neither batch number nor complaint sample. According to results there is no relationship between the reported medical event(s) and quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.